Event description:
Reason(s) for revision: femoral neck fracture on resurfacing

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Additional reason for revision: component loosening: femoral head.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ asr revision, type of hip replacement product: asr hip resurfacing system. Hip(s) to be revised: left, reason(s) for revision: femoral neck fracture on resurfacing (beyond 3 months of post op). Update: products, surgeon taken from crawford spreadsheet dated (B)(6) 2012 update: received (B)(6) 2013 additional reason for revision: component loosening:femoral head. Update received: (B)(6) 2014 - amended eclaims / dp47 reference number: (B)(4), attached query document and added hospital: (B)(6).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA. 1818910-2013-14714 is a duplicate report of 1818910-2011-18967. 1818910-2013-14714 will be rejected. 1818910-2011-18967 will be kept for investigation purposes.